Event description:
It was reported the position of the radiopacity marker on the subject catheter seemed misplaced. The procedure was completed successfully using the subject device. No further information is available.

Manufacturer narrative:
This is 3 of 3 mdrs (2rd MDR). H3 device evaluated by mfg ¿updated. F10 / h6 medical device problem code - device code grid - updated. Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. Due to the automated mes (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal tip of the microcatheter was shaped. The distal tip was damaged but the damage was indicative of the shaping process by the physician. Both proximal and distal markers were present. A functional inspection was not applicable, as the reported complaint is a dimensional issue. The reported issue was not confirmed during the device analysis, the marker bands were confirmed to be in the correct location. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that the positions of the radiopacity markers on the returned devices seemed to be misplaced. Both of coils seemed to be more ahead of the subject microcatheter than usual. During analysis, the distal tip of the microcatheter was noted to be shaped, the distal tip was damaged but the damage was indicative of the shaping process by the physician. Both proximal and distal markers were present and in the correct location. Based on a review of analysis and all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of not confirmed will be assigned to the as reported 'ro marker band misaligned.' An assignable cause of handling damage will be assigned to the as analyzed 'catheter tip damaged' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported the position of the radiopacity marker on the subject catheter seemed misplaced. The procedure was completed successfully using the subject device. No further information is available.